Event description:
Caller reported a tandem mobi cartridge alarm. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue was resolved when the customer reloaded the same cartridge.